Manufacturer narrative:
Upon disassembly the reported event was confirmed. The threads on the angle nut were discovered to be broken off on the tip side. Several attempts were made with new angle nuts to bring the handpiece into alignment, but they were not successful. The device is not repairable.

Event description:
It was reported that the threaded tip of the universal handpiece was discovered to be broken off during a procedure. The user facility was unable to provide further information regarding the event. No patient or user injuries or adverse consequences were reported.